Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The hard disk drive was removed. No further repair information is available. No patient injury was reported.

Event description:
The customer reported that the 9800 system would show the wrong image under a patient's name. No patient injury was reported.